Event description:
Two pts lost more fluid than the machine was programmed to remove. Pt "a" lost an excess of .8 kg more, became hypotensive and recovered with normal saline. Pt "b" lost an excess of approx. 1.9 kg., became hypotensive and recovered with normal saline. The facility states the machine pretreatment testing passed prior to the first shift treatment and was not performed again before subsequent treatments. The MFR recommends the pretreatment testing be performed before each treatment using a highly permeable dialyzer membrane. The facility states there were no alarms during the treatments and it is unknown where the alarm limits were set. The machine was removed from the treatment are for investigation by the MFR rep. The investigation found that the machine failed the pretreatment pressure testing due to misalignment of the outlet dialysate filter, which allowed fluid to flow out of the dialysate pathway and onto the floor. This condition would require operator intervention. The facility states that no fluid was noted on the floor and no one had made any adjustment to the dialysate filter housing.